Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. Lot number [423063] was not matching with our records. Could you please provide the valid lot number? Apologies, I do not have this information any longer.

Event description:
It was reported that bd nexiva single port leaked from the septum. The following information was provided by the initial reporter: event details: intravenous line (IV) was started on patient, and when needle was retracted blood steadily dripped from the site of needle attachment. Unable to cap or stop bleeding. Second IV placement was successful, however the clamp on the IV does not keep blood from backflowing, which puts it at a high risk for clotting off. This happens regularly. Increased risk/harm for patients with few insertion sites due to restricted extremity. 1. In the medsun form mentioned that the date of the event as ¿(B)(6) 2024¿. Could you please specify the exact date when the reported issue happened? (B)(6) 2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient injury noted outside of patient requiring another needle stick. This patient was a difficult IV start. 3. Any physical sample available for investigation? If yes, please provide the address of the facility for us to ship the return label? No, this was disposed of due to blood contamination.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
Corrections: e FDA notified? Changed to "yes". G added user facility to report source. H populated related report number.

Event description:
No additional information.